Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2019. According to the complainant, after the balloon was unpacked it was noticed that the balloon had a hole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Problem code 1504 captures the reportable investigation result of balloon pinhole. Investigation results: visual examination of the complaint device revealed the device did not have any visual defects. Functional analysis was performed, and the balloon was inflated; however, a leak was found due to a pinhole located near the distal bond of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Investigation results: visual examination of the complaint device revealed the device did not have any visual defects. Functional analysis was performed, and the balloon was inflated; however, a leak was found due to a pinhole located near the distal bond of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2019. According to the complainant, after the balloon was unpacked it was noticed that the balloon had a hole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.